Event description:
Ca rt breast - bil mastectomies with reconstruction - reconstruction failed right side - left normal-now has mass left breast - pt afraid wants left implant out at time of bx left breast. In 2004 - pt underwent left breast bx, left capsulectomy and removal left breast implant. Implant was intact - no apparent leaking or bleed.